Event description:
The malem bedwetting alarm overheated and the batteries shorted out. The batteries leaked onto my son's body at night and I had to remove the same from him to prevent harm. This is a dangerous product.